Event description:
During an atrioventricular node ablation and crt pacemaker placement, a coronary sinus dissection occurred with no intervention needed. The tactiflex se catheter was used to cannulate the coronary sinus with force noted up to 50-60g. The dissection was discovered when dye was introduced into the coronary sinus while looking for the branch for lead placement. No intervention was needed to treat the coronary dissection. It is alleged that the dissection was from a combination of tactiflex se catheter stiffness and patient frailty. There were no issues noted with ablation on the av node. The procedure was completed with successful placement of the coronary sinus lead and the patient remained stable during and after the procedure. The tactiflex se catheter was used to cannulate the coronary sinus, which goes against the device instructions for use.

Manufacturer narrative:
An event of coronary sinus dissection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The event description indicates that the tactiflex catheter was used to cannulate the coronary sinus. However, arten600289304 ver. C tactiflex ablation catheter, sensor enabled instructions for use (IFU) contraindicates use of the device in the coronary vasculature due to risk of damage to the coronary arteries. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported coronary sinus dissection is consistent with failure to follow the IFU.